Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. A device sample has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor tried to place a suture to stabilize the vagina but the anchor detached from the suture. The suture broke right at the needle. The physician did not find the needle to remove and he could not trace it with an x-ray that was performed after the procedure. The patient's condition was reported as fine.